Manufacturer narrative:
The report is filed october 12, 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, on (B)(6) 2015, the implant became exposed through the skin-flap. On this date, the surgeon made a suture wound and removed granulation. On (B)(6), the issue had not resolved and subsequently, the patient was hospitalised due to extrusion of the implant. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device, as of the date of this report, (B)(6) 2015.